Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. Therefore, the item was corrected and the lot number was not considered. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form and visual conference of the product returned by the dentist.

Event description:
The clinician reported 5 months after the dental implant and crown/abutment were placed in ada site 4 in the mouth, the implant did not achieve osseointegration in type ii bone. Clinician noted the implant was covered with bone and the patient's fair hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 5 months after the dental implant and crown/abutment were placed in ada site 4 in the mouth, the implant did not achieve osseointegration in type ii bone. Clinician noted the implant was covered with bone and the patient's fair hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.